Event description:
Received report from (B)(6) from a physician reporting a patient with left side "rupture¿, ¿silicon perspiration¿, ¿capsular contracture (baker grade iii) with hard and deformed breast, but without pain¿. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.